Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient experienced infusion set cannula bent event on (B)(6)2026.the blockage was at the site.the insertion site was lower back. The patient replaced infusion sets and resumed insulin successfully. No further information available.